Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated the device failed shift check because the device did not charge to 150 j due to charge button. No pt involvement.